Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since the implant procedure, the left ventricular lead has slowly "failed"; undefined pacing impedance was noted on multiple vectors. Initially, a set screw issue or incomplete insertion was suspected, however a x-ray showed good position of the lead in the header. The physician suspected an abnormality at either the insertion point or under the clavicle and further non-invasive diagnostics were suggested. The lead remains in use. No patient complications have been reported as a result of this event.